Event description:
Information was received from a consumer (con) receiving baclofen (unknown dose and concentration) and fentanyl (unknown dose and co ncentration) via intrathecal infusion pump indicated for non-malignant pain. It was reported that around january/february of 2022, "they ran the pump where it was almost dry, but not completely dry", and confirmed that their pump alarmed. The consumer stated since then, they had to return to the clinic after the last 4-5 refills due to needing to reset the personal therapy manager (ptm) settings. The consumer described the ptm had been giving them lockouts of 1-3 hours. The consumer stated they discussed that with the healthcare provider (hcp), but the hcp was under the impression that the pump was "messing up" and could be related to the fact that the pump needed to be replaced soon. The consumer noted they currently get 4 boluses per day with 4 hour lockouts and the consumer noted "they said that they didn't do that". The consumer expressed dissatisfaction with their current hcp, and physician listings were sent to consumer. The consumer noted they had an upcoming appointment with their hcp on (B)(6) 2022 . Additional information was received from the consumer on (B)(6) 2022 stating that the consumer could bolus 7 times per day with a 3 hour lockout. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.